Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device. The reported issue was both verified and duplicated. Physio downloaded the device's electronic records from the event for review and was able to verify the device powered off during the event. Physio-control found that the device unexpectedly powered off when a third-party modem cable was connected to it and manipulated a certain way. The modem cable was not returned to physio-control for evaluation. The customer advised physio that the modem cable has been removed from service and is being returned to the third-party for repair. After observing proper device operation, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that during patient use, their device powered itself off several times by itself. When attempting to power on the device following the power off events the device intermittently would not power on when prompted. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, the customer is unwilling to provide patient information.